Event description:
The service report shows that the device breath rate was out of spec. The co inspected the device and replaced the rate pcba. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.